Event description:
A us distributor contacted zoll to report that a patient developed back pain from the lifevest equipment. Patient also had a wound on their abdomen and the lifevest was rubbing it. There was no alleged device malfunction contributing to the irritation. The patient's nurse practitioner prescribed bactrim ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.